Event description:
Ous MDR - it was reported that approx. 10 months after the implantation the lead was replaced. Lead breakage was suspected. The shock impedance was out of range (> 150 ohm). During the revision it was decided to exchange the ICD.

Manufacturer narrative:
The returned lead and the ICD were thoroughly analyzed. The ICD first underwent a status interrogation. The device status was bos, and 14 charge processes had been registered. The memory content of the ICD was checked. Matching the clinical observation, the analysis of the trend data showed a documented shock impedance of > 150 ohm since (B)(6) 2017. The available iegm from (B)(6) 2017 shows intermittent interference signals in the ventricular and the far-field channel. The signal sensing and the impedance measurement functions of the ICD were tested. The signal sensing proved to be free of noise. The ICD sensed supplied signals free of interference. The impedance measurement functions also worked properly during testing. In a next step. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in accordance with specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. There were no indications of a device malfunction. The lead analysis showed severe damage of the lead body due to squashing and deformation 28 cm distal of the is-1 connector pin. In this area, the inner conductor helix and the rope conductor to the shock coil showed a conductor fracture. The coating of the rope conductor to the ring electrode was also damaged. This damage manifestation is with high probability the cause for the clinical observation. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of these devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.